Event description:
Customer reported that during a shoulder arthroscopy the intelijet pump was flowing at a high rate. The surgeon completed the case, however the pt had swelling and edema in shoulder and chest. The pt was discharged the same day and was reported as doing fine.